Event description:
Pt underwent cataract surgery on 3/10/97, and implantation of a co's model aa-4203vf intraocular lens was attempted by the surgeon. However, the surgeon noticed that the capsule was torn and a vitrectomy was done. The surgeon said the lens ejected in an uncontrolled manner and flipped on insertion causing the capsule tear. Dr also stated that this pt was diagnosed with wilson's disease pre-existing. The pt's prognosis is listed as excellent by the surgeon.